Manufacturer narrative:
The MFR's service rep performed an on-site investigation and was unable to duplicate the problem. The candel sticks were re-greased. The batteries and generator voltage were checked. The system was tested and is operating as intended.

Event description:
The customer reported an overvoltage message was displayed on the 9800 system. No pt injury was reported.